Event description:
Revision surgery - on (B)(6) 2010, the doctor changed to a thicker insert to stabilize the knee. The knee dislocated again, so he changed the femur and insert to a posterior stabilizer knee for more constraint and more stability.